Event description:
Philips received a complaint on the dfm100 device indicating that there was a red x. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The efficia dfm100 device (sn (B)(6)) was returned to philips for additional analysis. The field service engineer (fse) visited onsite and evaluated the device. It was determined that there was a problem with blockage with red cross on the device due to malfunction of som pca (system on module printed circuit assembly). The som pca was replaced, and the device returned to full functionality. However, the complaint was escalated for technical complaint investigation and the results indicate that there was no problem found with the device. Alleged failure could not be recreated during failure analysis. Device functioned to supply therapy as expected per design.

Manufacturer narrative:
The field service engineer (fse) visited onsite and evaluated the device. It was determined that there was a problem with blockage with red cross on the device due to malfunction of som pca. The som pca was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.